Event description:
Boston scientific received information that during a routine follow up ,this right ventricular (rv) lead exhibited noise and a loss of ventricular capture was suspected. The duration of the loss of capture is unknown. The device and lead were interrogated and high sensor rates were found. The device was reprogrammed and the sensor rate was turned off by the physician. All other measurements were found to be normal. EKG strips were sent into a boston scientific technical services (ts) for review. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead remains in service. A boston scientific technical services (ts) consultant reviewed the strips and and discussed that there was a potential loss of ventricular capture. The ventricular pace and sense were very close to each other and a loss of capture was suspected. The leads were implanted in a chronic system and the device was found to have normal function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.